Manufacturer narrative:
Additional information : the device was manufactured between december 07, 2017 - december 08, 2017. The actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in the one randomly selected samples with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. There was no patient involvement. No additional information is available.